Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported worsening mr was due to disease progression (i.e., degenerative mr, prolapsed leaflet). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is conservatively filed to report recurrent mr and intervention. It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr), a prolapsed posterior mitral leaflet (pml), and posterior 2 leaflet (p2) flail. A mitraclip procedure was performed on (B)(6) 2023, with 1 xtw implanted on anterior 2 leaflet (a2)/p2. The mr was reduced to grade 1. There was a small residual eccentric jet due to the pml prolapse lateral to the xtw, however; the gradient was 3mmhg and it was decided against an additional clip. The physician decided to monitor the patient's progress, and if required, a second clip intervention will be performed. On (B)(6) 2023, a follow-up transesophageal echocardiogram (tee) was performed. It was noted that the eccentric jet had grown in size. The mr was worsened at grade 4+. Per the physician, the worsened mr was caused by disease progression due to the pre-existing degenerative mitral valve prolapse. The clip remained stable and well seated, and there was no valve damage. On (B)(6) 2023, a second mitraclip intervention was performed. Two additional clips were implanted successfully, one lateral and one medial to the xtw. The mr was reduced to grade 1+. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.